Event description:
It was reported by the patient in social media posts that a medical equipment company representative "investagate(d) (sic) my pacemaker" and said that the "heart rythem (sic) had been in distress 60% of the time." The patient also posted that "my pacemaker backfired and my defibrillator did what it was suppose (sic) to do. Shock it back on track." The patient's name, state, device type, etc. Could not be established; consequently further follow-up information could not be obtained. The device status is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).